Event description:
It was reported that a pump has a system error 105. It was also reported there was no patient injury.

Manufacturer narrative:
Manufacturer ref no: (B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed the reporting system error 105. The cause was determined to be a failed motor flex. The motor assembly will be replaced.